Manufacturer narrative:
A ge rep evaluated the system, and replaced the footswitch. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system locked up. No pt injury was reported.